Manufacturer narrative:
Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and cracked case near display window corners noted. Insulin pump received with no button response due to corroded keypad traces. No moisture damage noted on electronics assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was dropped into the water. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.